Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating brush broke off easily from 3 brush heads, one of which broke in her mouth. She reported the brushes almost did not fit on the toothbrush. No injury was reported.

Manufacturer narrative:
10-oct-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail stating brush broke off easily from 3 brush heads, one of which broke in her mouth. She reported the brushes almost did not fit on the toothbrush. No injury was reported.